Event description:
It was reported that during the pre-procedure device preparation, the pacemaker could not be interrogated by programmer. The device was not used and there was no patient involvement.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The final analysis found that the device received from the field with battery voltage near the beginning of life level. Electrical and mechanical analysis performed indicated normal functionality. During the analysis, the device was interrogated multiple times with load without any interrogation issue. Additionally, visual inspection of the header and connector found no contamination, or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.